Event description:
The customer called to report high bgs and no delivery alarm prior the last infusion set change. Troubleshooting was performed. The pump got a no delivery alarm. The customer stated that the basal rate in the pump was incorrect. During the call the customer indicated that pt was hospitalized for dka and did not report before. The customer also did not give manual injection and only bolused with pump. The customer did change the infusion set.